Event description:
The customer reported that the unit is not working properly. The customer reported that unit will not turn on - when plug in has orange light, if on battery will sometimes turn on but will reboot constantly. The unit is constantly alarming while on and sometimes while off. The manufacturer service tech evaluated the device and duplicated the customer reported problem. The service tech replaced power management board and the motor controller board due to the unit shutting down and restarting. Review of the drpt found a 35volt failure logged in the history. The noted failure can result in a shutdown of the ventilator during use in normal ventilation mode. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.